Manufacturer narrative:
(B)(6) follow up for device evaluation a report was received indicating that the needle had separated from the hub. To support the investigation, one sample in an opened blister package and three accompanying photographs were submitted for evaluation by the quality team. A visual inspection was conducted using magnifications of 10x and 30x. The inspection revealed that the lower portion of the needle remained secured within the hub by epoxy, while the needle itself was fractured above the epoxy bond. The upper segment of the needle exhibited signs of bending or crimping. The submitted photographs depicted the needle assembly with its plastic shield, a shelf box, and the top web of the blister packaging. A review of the device history record (DHR) was completed for material number 305128, lot 4159370. The review found no quality issues during the manufacturing process that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. The sample was shown to production associates; none of whom reported having observed similar damage. Additionally, no other similar incidents have been reported for this lot to date. Based on the analysis of the returned sample, the reported issue was confirmed. However, the investigation was unable to determine a probable root cause.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim/event details: material # 305128 lot # 4159370 I am writing to report a recent incident involving a 30-gauge needle that broke off at the hub during local infiltration of a patient's breast in preparation for aspiration of a hematoma. The needle detached at the hub while numbing fatty breast tissue, raising concerns about product integrity. Additional information the pt had to be taken to the operating room for surgery the next day to remove the retained needle. The harm would be a surgical procedure to remove.